Event description:
Initial sodium result of 112 mmoi/l. Same sample repeated twice gave results of 120 mmoi/l and 128 mmoi/l. Initial result was not reported. The field service rep was unable to determine cause.